Event description:
It was reported that the right ventricular (rv) lead integrity alert tripped due to rise in impedance, high sensing integrity count (sic) and oversensing. The rv lead was explanted replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: d284drg ICD implanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.